Manufacturer narrative:
Evaluation summary: the sample has not returned. Complaint history and product history and records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged during a secondary procedure due to the patient experiencing myopia. Additional information was requested.